Manufacturer narrative:
(B)(4).

Event description:
It was reported that the alerts were delayed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the alerts were delayed. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.